Manufacturer narrative:
As there was no malfunction, we investigated through interview. The device was operating to specification. The customer's transducer was replaced with a c8 transducer which is designed specifically for trans rectal procedure.

Event description:
Our customer called stating that when using an ict transducer and biopsy guide to perform a trans-rectal biopsy procedure, patients experienced excessive bleeding. The complaint was not specific to one patient. The user stated in general the excessive bleeding occurred. No intervention was required. Sonosite, inc is the manufacturer of the ict transducer. Sonosite does not manufacture biopsy guides which may be used with the transducer.